Manufacturer narrative:
There are no allegations or indications of system or component failure. Explant was due to new need for testing and potential surgery.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023 to treat lower back pain. After implanting the system the patient discovered the need for an MRI test as well as potential back surgery. A full system explant was performed on (B)(6)2024 in order to allow for the MRI and prepare for potential surgery in the future.